Event description:
It was reported that a patient experienced peritonitis. This was manifested by cloudy effluent fluid and abdominal pain. The patient was hospitalized for this event; however, treatment was not reported. About two weeks later, the patient had recovered and was discharged from the hospital. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.